Event description:
The reporter stated a three piece silicone lens model number aq2010v tore upon insertion, no pt contact.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn and the haptic torn and bent. There is evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge was not returned for evaluation.